Manufacturer narrative:
The failure investigation has been completed and the alleged speaker issue was verified. However no failure was identified for the false altitude alarm.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was intermittently not annunciating audible tones for alerts/alarms and that an altitude alarm occurred. Reportedly, the pump was outside the labeled altitude operating range. Customer's blood glucose level was 211 mg/dl. The customer will continued to use the pump for insulin therapy.